Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge air bubbles were observed within the infusion set tubing. Reportedly, customer continued to use the current supplies for insulin deliveries. Customer's blood glucose level was 134 mg/dl.